Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the powered laser surgical instrument had an error code 85 was that prevented it from functioning. A patient was to have a percutaneous nephrolithotomy (pcnl) procedure in which the laser was needed. As a result of the laser not functioning, every stone had to be removed manually which resulted in the surgery taking 7 hours to complete. There was no further patient impact reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additionally, to provide correction to the initial with information inadvertently left out (g2) and to provide an update to field (h3 and h4). The device was evaluated by olympus. Although error code 85 is a non-reportable malfunction, it was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, although the observed device defect is a non-reportable malfunction, the component failure likely caused and/or contributed to the reported adverse event. Olympus will continue to monitor field performance for this device.